Event description:
The facility reported an infusion pump with a failure code 570. Info was not provided regarding whether or not the failure occurredduring an infusion. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Although baxter attempted to obtain info, details were not available regarding additional contcat info, pt demographics, medication involved, or pump programming. No additional info available.